Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro 48 is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the stent implant came off the balloon and required snaring to be retrieved safely. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed, however; the device was returned with a pinhole in the shaft. Although it was reported that the balloon ruptured, the difference between the two failure modes is often not discernable to the user when it is in the patient anatomy. The stent dislodgement was confirmed. The difficult to deploy and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure.

Event description:
Updated case description: it was reported that the procedure was to treat a lesion in the right coronary artery (rca). Pre-dilatation was performed and the 3.5 x 48 mm xience pro stent was advanced to the lesion without resistance. During the attempt to deploy the stent, the stent could expand beyond 4 atmospheres because the balloon pressure kept dropping. The sds was retracted and resistance was met resulting in the stent implant dislodging off the balloon. The stent was successfully snared and an unspecified stent was used to successfully complete the procedure. The final patient outcome was good. There was a reported delay in procedure while snaring the stent; however there was no adverse patient sequela. No additional information was provided.